Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that the arterial monitor displayed "defaults" when powered on during semi-annual preventive maintenance. He successfully completed preventive maintenance/inspection and the unit was within manufacturer's specifications and is ready for clinical use. The arterial monitor will not be returned to the manufacturer as the customer is using it as is. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the arterial monitor displayed "defaults" when turned on and does not retain alert and alarm setpoints. There was no patient involvement.